Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(4) clinical study. It was reported that patient experienced angina. In (B)(6) 2013, the patient presented due to unstable angina and myocardial infarction and patient was referred urgently for cardiac catheterization. Subsequently,coronary angiography and index were performed. Target lesion was a de novo lesion located in the proximal left anterior descending artery with 100% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75mm x 2mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0% and timi 3 flow noted. Three days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2017, the patient presented to the emergency department with the symptoms of unstable angina and was hospitalized on the same day. Angio without revascularization was performed in response to the event. On the following day, the event was considered as resolved and the patient was discharged from the hospital.